Manufacturer narrative:
Resolution was requested from the field representative. As of today, the patient was to be further evaluated but the procedure was postponed with no identified reason. The physician is aware of the on-going red alerts for this issue. Computer records do not indicate that this procedure has taken place as of today. Information suggests this device and lead remain in-service. Should additional information become available this event will be updated. -- the product was subsequently explanted and returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the three returned segments was performed. Visual inspection noted the lead had been severed. Resistance testing of all three segments was performed and each segment was confirmed to be electrically continuous. Laboratory evaluation could not confirm the reported clinical observations. The damage to the lead was the result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant this cardiac resynchronization therapy defibrillator (crt-d) detected an out of range impedance of >125 ohms. Connections were verified, can was in the pocket and wet. After induction shock impedance was 40 ohms. Technical services provided troubleshooting techniques to verify connections. At that time the physician elected to monitor the situation as the device and lead remained in-service. Later, out of range shock impedances >125 ohms were observed. No adverse patient effects have been reported. The patient is scheduled for a lead revision.